Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the cannula got stuck in the blood collection tube which resulted in the entire cannula pulling out of the device and remaining in the tube. There was no adverse impact to patients or users reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 05-aug-2024. Investigation summary: material #: 368607; lot/batch #: 4046537. Bd received 240 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cannula breaks off was observed. Additionally, the customer samples were evaluated by visual examination and cannula pull force testing and the indicated failure mode for cannula breaks off with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the cannula got stuck in the blood collection tube which resulted in the entire cannula pulling out of the device and remaining in the tube. There was no adverse impact to patients or users reported.